Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. They noted that they were able to press the green button, but unable to squeeze the handle.